Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the patient side manipulator (psm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the customer was unable to insert an instrument using the universal surgical manipulator 1 (usm1) during a procedure. Tse reviewed the system logs and identified sterile adapter faults. The customer was instructed to reseat the sterile adapter and try a different instrument. Although the instrument arm drape and cannula appeared to be in good condition, the instrument would only insert approximately two inches before stopping when clutching. The customer planned to power cycle the system after the surgical procedure, and continue the procedure using only as a three arm system configuration. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the patient side manipulator (psm) 1 for failure analysis investigation. The psm 1 was analyzed and during visual inspection, the distal end of the insertion belt was seen broken, not allowing the psm to extend or retract. The insertion ffc¿s were also seen damaged due to the broken belt. The probable root cause is due to a broken insertion belt on the psm. Correction: h8. Was updated to initial use of device.